Manufacturer narrative:
Attempts to obtain additional information regarding the revision were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post-op check, the right ventricular (rv) lead was not capturing. As a lead dislodgement was suspected, a revision procedure was scheduled. No adverse patient effects were reported.